Event description:
A health care professional reported that the phacoemulsification tip was broken, and capsular bag ruptured during cataract surgery. The procedure type was unknown. There was no information about patient impact. Additional information was requested but none received till day. This report pertains to the phacoemulsification tip involved in this complaint. Additional information was received indicating that the procedure performed was cataract surgery with intraocular lens implantation for the right eye. Vitrectomy surgery was subsequently performed to remove the phacoemulsification tip remnant and to reconstruct the anterior segment. The surgery was completed on the same day. The patient's current condition was recovering with sequelae.

Manufacturer narrative:
This report originally filed as 2523835-2025-00935. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. There were three (3) photos of the broken tip submitted for review. The tip appears broken off at the port. Information on tip used, was not provided. The directions for use include the warnings: good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Use of settings with insufficient flow characteristics may result in a fluidic imbalance and may cause a shallowing or collapsing of the anterior chamber. The equipment irrigation and aspiration (I/a) is indicated for use with system. The fluidics performance of other consoles may be insufficient to perform micro co-axial cataract procedures. Prior to use, inspect the tip(s) for the handpiece product: if tip(s) appears damaged or excessively bent, do not use product. If any item in the equipment I/a is received in a defective condition, company is to be notified immediately. Do not use any of the contents if the sterile package is damaged or the seal is broken in any way. Sterile disposable medical devices should not be reused! These components have been designed for one time use only; do not reuse. Potential risk from reuse or reprocessing the following products labeled for single use. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudo exfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroidhyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. Clinical evaluation has been reviewed. No contributing factor has been identified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The photos attached to the complaint was reviewed by the manufacturing site. The photos shows broken phacoemulsification tip. Reported issue confirmed from photos. The photos attached to the parent file confirmed the reported issue; however, based on the evaluation of the information received per the follow up detail's description, it is stated tip was broke during the second surgery; therefore, the root cause is user error. Per the direction for use, there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s direction for use, there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device and based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. No further investigative or manufacturing actions are warranted at this time due to that the returned sample defect was caused by use error. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.